Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has voltage. Functional testing was performed and no failures were detected. The reported event of inaccuracies could not be confirmed with transmitter testing. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2017. No additional event or patient information is available. The transmitter has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.  Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).